Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rupture near the reverse taper was unconfirmed since the problem could not be replicated. One 3fr s/l powerpicc sv was returned for investigation. The catheter extended to the 21cm depth mark. Evidence of use was observed on the catheter. Tape residue was observed on the extension leg and residue was observed on the clamp. A functional test revealed that the catheter lumen was patent to infusion. The powerpicc was repeatedly pressurized with water, but no leaks were detected in any part of the catheter. Since no leaks were observed in the returned device, the complaint that the returned powerpicc caused or contributed to the reported event was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a PICC rupture near the reverse tapper. No other information as provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that they had a PICC rupture near the reverse tapper. No other information as provided. No patient injury reported.